Event description:
Pt was undergoing a cardiac catheterization. During procedure the high pressure tubing ruptured spraying contrast media and blood across the room striking the physician. The injector factors were 15ml/sec for 30m; 900 psi. The tubing was rated at 1200 psi. The ventriculogram was repeated with another hp tubing without further incident. No adverse outcomes or complications.